Event description:
Family member of home patient (hp) reports incomplete prime of patient line of homechoice set. Hp repotedly was able to reprime the line and complete treatment with assistance from baxter technician. No patient injury or medical intervention required per hp.